Event description:
It was reported that a faradrive steerable sheath was selected for use during a pulsed field ablation procedure. After inserting the dilator through the sheath, the physician identified a hole at the distal tip of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device technical analysis: device analysis confirmed one of the holes at the distal tip to be larger than the other. Pin gage measurements found the abnormal hole, exceeding the design specification, and confirmed the hole to be out of specification. Inspection also revealed the surrounding surface was stretched and potentially damaged from a prior attempt to use the sheath. The "cause traced to component failure" conclusion code was selected for the allegation of "tears/rips/holes/sep dev matrl," as analysis confirmed one of the holes at the distal tip to be larger than the other.

Event description:
It was reported that a faradrive steerable sheath was selected for use during a pulsed field ablation procedure. After inserting the dilator through the sheath, the physician identified a hole at the distal tip of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.